Event description:
Patient reports an increase in pain, shocking sensations, and tingling in their face and tongue that goes down into fingers since being reprogrammed. The patient was experiencing a slight increase in tremor so underwent reprogramming. The patient reports a painful increase in stimulation during this reprogramming so the values were decreased back to the original settings. Since that date the patient is experiencing tingling pain in their face and tongue and the tingling goes down into the fingers. The patient reports turning the device off at night and receiving a jolt when turning the device on in the morning. When the device is turned on the tingling starts and continues until the device is off. No additional information on patient outcome or treatments were available at the time of this report. The manufacturer has contacted the hcp without a response to date.